Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication under previous complaints from the same hospital, livanova learned that the device was placed inside the operating theater with the fan positioned opposite to the patient at an estimated distance between the surgery field and the device of about 2 meters. The center uses an equivalent receipt as disinfectant which is not among those approved according to IFU. Based on the above, it cannot be excluded that this deviation may have led/contributed to the reported contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.